Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as lot number 81425522 was not valid.

Event description:
It was reported that a "fissure" was found in the insyte 22ga x 1.0in during use while puncturing the patient. The following information was provided by the initial reporter, translated from spanish to english: "it is reported in the emergency department that at the time of puncturing the patient, a fissure in the catheter is observed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a "fissure" was found in the insyte 22ga x 1.0in during use while puncturing the patient. The following information was provided by the initial reporter, translated from spanish to english: "it is reported in the emergency department that at the time of puncturing the patient, a fissure in the catheter is observed."